Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Internal complaint number - (B)(4).

Event description:
The hospital reported the bom 7mm extended length endoscope lense was cracked, noticed it during procedure, unknown how it occurred. The caller called seeking repair information. He had very little information about the procedure or patient. It is unknown if the device is being returned.